Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. Possible contributing factors can include a tissue reaction to surgery and/or intensified by contaminated instruments. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with "1+" peripheral diffuse lamellar keratitis (dlk) greater in the left than the right eye. The patient has good vision and comfort.. Reporter indicated the patient was placed on an oral steroid dose pack, and the topical steroid eye drop dosage was increased. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, reporter indicated the reported dlk has resolved.